Event description:
Update (B)(4) 2013 - sales rep reported revision surgery of left hip, which identified errors in this complaint. Lot numbers, mfg dates, and doi corrected. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/19/2014 - sales rep reported revision surgery. Patient was revised to address pain, elevated metal ion levels, and acetabular cup loosening. Upon revision, cream colored "gunk" was noted inside the femoral head. There is no new additional information that would affect the investigation. This complaint was updated on: 06/09/2014.

Event description:
Litigation papers allege pain, metalosis, and/or pseudotumor.